Event description:
It was reported the patient's lead had migrated via c7-t1 and t1-2 foramina. Surgical intervention was undertaken during which the existing lead was repositioned to address the issue. Surgery date unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The UDI is unknown because the serial number and/or lot number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.